Event description:
It was reported that the system turned off when driving under a power cable. It was noted that this had happened twice. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v875336, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# v825941, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).